Event description:
The company was informed that the pt reportedly experienced sudden loss of lock between the internal device and the external equipment. Troubleshooting of the device was attempted, however, the issue was not resolved. Surgery to explant the pt's device has been scheduled.